Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient undergoing a high-risk percutaneous coronary intervention (pci) was implanted with an impella cp device for mechanical circulatory support and following the device was inadvertently pulled back across the aortic valve. As a result of the positioning issue, the pump was fully removed, and the patient had to be re-wired for reinsertion. There was no patient harm, and the pump was placed successfully for support which was maintained on performance level p-6 throughout the pci procedure.